Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experienced hypotension. During an ablation procedure for atrial flutter, a blazer dx-20 catheter was inserted in the patient with no issues. Then, an intellamap orion catheter was inserted into the patient with no issues. About 5 minutes later, the patient's blood pressure dropped. They had to do compressions and then the patient's pressure was fine. The case was then cancelled. The doctor checked with ultrasound to check if there was an effusion from the catheters and there was not. The physician believed that the event was due an anesthesia issue and not the devices. The patient was fine and there were no other complications. It was further reported that the "compressions" meant the patient required cardiopulmonary resuscitation (CPR).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced hypotension. During an ablation procedure for atrial flutter, a blazer dx-20 catheter was inserted in the patient with no issues. Then, an intellamap orion catheter was inserted into the patient with no issues. About 5 minutes later, the patient's blood pressure dropped. They had to do compressions and then the patient's pressure was fine. The case was then cancelled. The doctor checked with ultrasound to check if there was an effusion from the catheters and there was not. The physician believed that the event was due an anesthesia issue and not the devices. The patient was fine and there were no other complications.